Event description:
It was reported that an alarm occurred. The patient had been hearing a dual tone alarm since (B)(6). The pump was alarming because it was empty. Since the patient had been ¿off the pump¿, her breakthrough medication was doing fine and she didn¿t need the pump. The device system was used to deliver an unknown drug.

Manufacturer narrative:
(B)(4)

Event description:
Additional information indicated that the patient's previous healthcare provider retired and she was trying to find a physician that would remove the pump. It was noted that even though the pump dosage was lowered, it was empty by november and the refill was missed. The pump was beeping and the beeping was causing the patient pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient still did not have resolution with the issue. The patient had not had success with locating a physician that would explant their pump after relocating to a different state. The patient feels like the pump was shocking or stinging the patient when it beeps.

Manufacturer narrative:
Concomitant product: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information received from the consumer who reported their device was removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient's pump had been empty since (B)(6) and had also been alarming since (B)(6). The patient described that the pump beeps 3 times "every so often". The patient indicated that their therapy was not working as expected and was looking for an hcp to remove the pump. It was noted that the pump had been used to deliver clonidine, bupivacaine, and morphine.